Event description:
It was reported that whenever the patient plugged something into an outlet, she got shocking sensations. Her symptoms have returned. She also felt shocking at her fingertips which was possibly static electricity. Further info is being requested from the hcp.